Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/08/2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen failure issue. The manufacturer¿s field service engineer (fse) clean and re calibrated the lower right of the touch screen that did not respond, and cleaned the touch screen . There was a piece of fuzz in the lower right corner. The fse calibrated the touch screen. Tested and returned to returned to office. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.

Event description:
The customer reported touchscreen failure. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested.